Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon screw insertion during an open reduction internal fixation (orif) left hand procedure, the tip of the drill bit broke off and remained in the left hand. The surgeon did not attempt to remove the tip of the drill bit due to the small size of the drill bit tip and possible negative effect on the stability of the repaired finger joint. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4).